Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the active exhalation verification test during testing. The device's proportional and 3-way solenoid valves were replaced to address the issue.